Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a mynxgrip vascular closure device failed to achieve hemostasis. There was no patient injury reported. The device was clinically used and will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, a 6/7f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock closed. The sealant and advancer tube were found inside the shuttle cartridge tubing. The sealant was observed soaked in blood as received. It was noted that the sealant sleeve was fully pushed back against the green shuttle hub. The procedural sheath was not returned with the device. The condition of the returned device indicates an incomplete deployment of the sealant. However, it is unknown if the device was manipulated after used or why the shuttle down step could not be completed. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Shuttle down step was simulated and significant resistance was felt. It was found that the sealant increased in profile and the grip tip of the sealant adhered to the outer of the catheter shaft which caused the resistance felt when retracting the shuttle back to the black handle. The grip tip of the sealant was removed, and the shuttle cartridge was able to be retracted until the green handle locked on the black handle without any issue. The advancer tube was found properly engaged to the proximal tamp lock after unsheathing per mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1733101 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the condition in which it was received. The condition of the device indicates an incomplete deployment of the sealant, and the root cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue reported since the sealant was still attached to the device and the returned condition did not match the description. However, it is possible that the condition of the returned device was caused by premature swelling of the sealant during the deployment step. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, which increases its profile. During the deployment step, the moistened sealant can cause resistance, and prevent the shuttle from coming to a definitive stop and engaging with the proximal tamp lock. If the advancer tube is not engaged to the tamp lock, it will follow the shuttle/sheath during the sheath retraction step. However, it is unknown if the device was manipulated after the procedure. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. The IFU also informs users to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.